Event description:
Lumenis received an adverse event report on a patient who sustained burn using ipl handpiece following treatment by stellar device.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo received in lumenis. This is a billable system, so luminis sent a quote for testing the system in order to check the propriety of the system, but no response was received from the customer. It's understood that the customer refused to check the system and that there is no allegation of a system malfunction. The system was installed on march 24, 2023 and no pm was done since then. Lumenis highly recommends an annual pm check in a timely manner to assure continued proper operation of the device. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).